Event description:
The complainant reported an insulin needle that separated from the syringe prior to administration. Complainant was very upset that if this had happened during the injection that it could have become stuck under skin and caused an injury. Complainant still has the syringe and needle in posession.